Event description:
Physician attempting to deploy breast clip, pellets into breast to mark spot of biopsy, when they pulled back before all pellets were deployed. Last pellet had not been deployed & pellet got hung up on probe. Pellet that was not deployed caused tip of ultra to break off. Ultra not fully aligned before extraction.